Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2031528. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology broke off while injecting in the abdomen. The following information was provided by the initial reporter, translated from portuguese: "the patient went to apply saxenda with the same needle she had placed in another pen, and reports that she thinks the needle broke and stayed inside her body, and that she was showing redness in the area. Event date: 03 april 2023. Customer mentions that the needle broke in the belly - abdomen, he did not find the piece of the needle afterwards, hence the distrust."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary: the customer returned (1) open 32g 4mm pen needle, reporting breaks off during use. The pen needle was visually inspected and observed broken cannula pe. Most likely the customer's reported failure occurred due to a broken pe cannula. As the return samples were opened, the root cause cannot be determined. Based on the sample returned, embecta was able to confirm the customer-indicated failure as broken cannula pe. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Confirmed: based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure as a broken cannula pe. The root cause cannot be determined, as the returned samples were opened.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology broke off while injecting in the abdomen. The following information was provided by the initial reporter, translated from portuguese: "the patient went to apply saxenda with the same needle she had placed in another pen, and reports that she thinks the needle broke and stayed inside her body, and that she was showing redness in the area. Event date: 03 april 2023. Customer mentions that the needle broke in the belly - abdomen, he did not find the piece of the needle afterwards, hence the distrust."

Manufacturer narrative:
Correction: h1: type of reportable events: serious injury.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology broke off while injecting in the abdomen. The following information was provided by the initial reporter, translated from portuguese: "the patient went to apply saxenda with the same needle she had placed in another pen, and reports that she thinks the needle broke and stayed inside her body, and that she was showing redness in the area. Event date: 03 april 2023. Customer mentions that the needle broke in the belly - abdomen, he did not find the piece of the needle afterwards, hence the distrust."

Event description:
It was reported that the bd ultra-fine¿ nano pen needle with pentapoint¿ comfort easyflow¿ technology broke off while injecting in the abdomen. The following information was provided by the initial reporter, translated from portuguese: "the patient went to apply saxenda with the same needle she had placed in another pen, and reports that she thinks the needle broke and stayed inside her body, and that she was showing redness in the area. Event date: (B)(6) 2023. Customer mentions that the needle broke in the belly - abdomen, he did not find the piece of the needle afterwards, hence the distrust."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.